Event description:
It was reported that the pulse generator exhibited high current drain of 129 ua. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received preliminary analysis confirmed the reported high current drain which resulted in rapid battery depletion during the last months of implant. After the pulse generator was cut open and evaluated, normal current drain was observed. The device was monitored for 10 days at different temperatures but the high current drain did not recur. Consequently, it was not possible to determine the cause for the high current drain.